Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in nozzle. There were no reports of patient involvement.

Event description:
Foreign material was found at nozzle, connector and control body.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5, d10 and h6 (component codes 4733-connector/coupler and 402-actuator were missing from the initial). Additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The foreign material from the nozzle was examined; this showed the composition was likely silicone, likely from an anti-foaming agent or disinfectant. The foreign materials from the actuator and connector were examined; both showed a composition that was likely silicic acid, likely derived from chemicals and tap water. Olympus requested reprocessing information from the customer but no response was received. A definitive root cause was not identified. The foreign material was not definitely identified and there were no damaged areas, however based on the results of the investigation, the probable cause would likely be related to some factors of reprocessing. The event can be prevented and detected by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.